Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It has reported that multiple arterial pressure alarms occurred during a routine hemodialysis treatment. The alarms could not be resolved. Rinseback was not performed due to clotting of the extracorporeal circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Review of the treatment log files for this patient indicate the alarms are attributed to an access issue. There is no evidence of a device malfunction. Facility staff has been notified of the event. Nxstage medical considers this report closed. No additional information will be provided.